Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.